Manufacturer narrative:
Establishment name was corrected.

Manufacturer narrative:
Complaint (B)(4). Received 23pcs 450096/23a05u for evaluation. We have no further complaints for the material/batch. Upon follow-up, the customer indicated this was user error. The customer did not allege a product malfunction/deficiency. We forwarded the complaint to our supplier for their information. Therefore, the complaint is closed as not justified.

Event description:
Customer states needlestick occurred using greiner sbc with a syringe. Update (B)(6) 2023: the customer confirmed that it is a dirty needlestick injury.